Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure using a preloaded delivery system, the implant was stuck at the end of the injector, halfway out. The lens was replaced with a backup lens. Additional information was requested.